Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. During manufacturing, all stent delivery systems (sds) are leak-tested and visually inspected for foil damage and proper placement. The stent remains in the anatomy, and the delivery system was not returned which may have aided in the investigation. In this case, it is possible that the stent was not positioned correctly in the anatomy to properly seal the perforation. However as this cannot be confirmed, a conclusive cause for the reported failure to seal the perforation cannot be determined. In this case, although a conclusive cause cannot be determined for the reported failure to seal and the reported patient effects, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that a perforation occurred when a non-abbott stent was placed in the mid left anterior descending. The patient went into arrest and cardio pulmonary resuscitation was being performed during the attempt to treat the perforation. The 3.0 x 12 mm graftmaster was implanted at 16 atmospheres, but the perforation was not completely sealed. A 3.0 x 19 mm graftmaster was then implanted, successfully sealing the perforation. Pericardiocentesis was performed for drainage from the perforation. The patient was then sent to the operating room for emergent bypass for continued treatment of the diseased left anterior descending artery. No additional information was provided.